Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose. At an unspecified date and time the device was programmed to deliver vancomycin. After an unspecified length of time it was reported the patient had missed doses of vancomycin. No other specific patient information, pump programming, or event details were provided. It was reported that the patient went to the hospital to receive the missed dose. There were no known reports of any adverse patient effects. Though requested, no additional information was provided.